Manufacturer narrative:
No further info was received for this case in spite of several attempts made. Based on the available info, the adverse event 'respiratory distress' is deemed serious as it was reported to have been a life threatening situation that required emergent extubation and ventilation. The event started when an attempt was made to pass a suction catheter down the endotracheal tube which was later found to be kinked. The status of the pt after the extubation and ventilation was reported as stable. From a clinical perspective, a causal relationship between the endotracheal tube and this event is deemed possible because product use is temporally associated with occurrence of the problem. Reported to the FDA on 03/05/2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This complaint was received as follows "intubation tube was kinked/bent in pt's throat so that suction catheter was unable to be placed into intubation tube. Pt was ventilated in respirator machine. When examining the intubation tube it seemed soft to the touch. No harm to pt as a result."